Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the entire lot had passed sla surface treatment and the implants were within spec. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as pt oral hygiene, bone condition, osteoporosis, or pt behavior.

Event description:
The product was returned as an implant failure because of failure to osseointegrate and osteoporosis. Based on the report, the pt had moderate oral hygiene and poor bone condition. Traditional 2 stage surgery was done. Fixture was placed in tooth location #20. The pt has medical history of osteoporosis. The implant was removed because of bone condition. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications.